Event description:
Stortz morcellator non-disposable handle- disposable tip would not fit the non-disposable handle. A new disposable tip was added to the surgical field and worked just fine with the same handle.====================== health professional's impression======================just a poor fit-defective indiviual product.====================== manufacturer response for morcellator tip, storz morcellator cutter disposable======================issue RMA number today and sending shipping container so vendor can examine.